Manufacturer narrative:
The pump was received with no button response at the esc, act, up and down buttons due to an unlocked lcd keypad connector. We were unable to perform the operating currents, displacement or self test due to the unresponsive buttons. No button error alarm was noted during testing. However, a flattened keypad button dome switch was found on the esc, act buttons.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that act button and other buttons were not responding of insulin pump. Customer stated that they had trouble seeing time clock was advancing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.